Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2018 was chosen as a best estimate based on the date of the manufacturer became aware of the event. Model number/catalog number: sc-8216-70; serial number: (B)(4); batch/lot number: 7012204; model/catalog description: artisan lead 70 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had staphylococcus aureus infection at the pocket site. Symptoms of oozing and redness were noted. It was determined that the infection was not device or procedure related. The patient underwent an explant procedure and was doing well postoperatively.